Manufacturer narrative:
The reported complaint inability to untighten the atrial-setscrew to remove the lead was confirmed. Analysis found that calcified blood was filling the atrial-setscrew inset. The calcified blood was preventing the wrench from engaging the atrial-setscrew inset to untighten the setscrew. With the blood removed from the setscrew inset a wrench could be fully inserted into it and engage the setscrew inset and untighten the setscrew and remove the lead. The blood most likely came through a hole punched through the septum by the torque wrench at time of implant. Electrical testing revealed the battery had reached the normal elective replacement indicator (eri) threshold.

Event description:
It was reported that the patient presented for a procedure for a pacemaker change due to normal battery depletion. It was noted during the procedure that the atrial lead could not be disconnected from the generator. The pacemaker's set screw seemed not to have been installed or did not turn. Several torque wrenches were used but failed. The coat of the connector's proximal' s end came off during the process. It was decided to cut and cap the atrial lead, the end of which was removed with the old pacemaker. The pacemaker was replaced. There was no complaint on the lead by the physician. There were no patient consequences.